Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation. The skin irritation was described as contact dermatitis. The patient's doctor prescribed cortisone and zinc oxide. There is no alleged deficiency. The patient's medical outcome is unknown. The patient ended use of the lifevest.